Event description:
It was reported, that "the pt is experiencing difficulties with the curvature of the trach". There was no reported pt injury and/or change in therapy. The involved device has not been returned for evaluation as of the date on this report.